Event description:
Customer reported a donor sample reported as ab positive on the galileo using the reflex fwd assay. The sample was a first time donor and had been tested on the olympus pk prior to being tested on the galileo. This interpretation didn't match the olympus pk, which reported the sample as a positive.

Manufacturer narrative:
Pcanywhere was used to retrieve the instrument images. Review of the images showed a fibrous clot in the well, giving the well a positive appearance. Followed up with customer, she stated that she had pulled the tube and checked for clots. She stated that there wasn't a clot in the tube but the sample was "sticky". Sample contained fibrin. Customer is aware that samples that are clotted or contain fibrin shouldn't be used for testing on the galileo. The mistype was caused by the clot in the sample. The galileo operator manual indicates the galileo can not detect very large clots; clotted samples should not be tested on galileo.